Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This universal surgical manipulator (usm) was returned for failure analysis and the reported repeated recoverable error 32100 was confirmed and replicated. In the system logs, the 32100 error was found indicating an ac current/voltage fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where the 32100 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where direction test was found to be failing on the axes controller arm (aca). Once testing was completed, the aca printed circuit assembly (pca) was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a fault in the aca pca. The issue was resolved with replacement of the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, universal surgical manipulator (usm) 1 kept faulting with error 32100. The procedure was converted to another dv system completed with no reported injury.